Manufacturer narrative:
The returned locking bolt was visually examined under magnification. The entire body of the locking bolt showed signs of significant wear. There were scratches and dents across all surfaces of the bolt indicating prolonged and significant use. Additionally, the threads near the end of the locking bolt were flattened and shiny, indicating that the threads had stripped. No other significant signs of damage or wear were observed. Possible reasons for the locking bolt to have stripped include an improper following of the surgical technique or off-axis tightening of the bolt into the nail threads, especially with excessive applied force. The nail used with the locking bolt was not returned. Additional MDR associated with this event: 3025141-2021-00150: nail.

Event description:
While implanting a polarus 3 nail, the locking bolt stripped, preventing the nail from being inserted to the desired length. The nail had to be explanted; another nail was successfully implanted. There was a 1-2 hour delay in surgery as a result.